Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that foreign material came out of the nozzle. This is attributed to inadequate cleaning. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; distal end rubber coating (a-rubber) has a scratch; adhesive of on a-rubber has a chip and white-clouded area; adhesive around objective lens has white-clouded area; connecting tube has a dent, cut, and a wrinkle; and switch (sw) sw1 has a scratch. The user¿s complaint of angulation issues was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of angulation issues. There is no reported harm to any patient. Upon evaluation of the device, it was observed that foreign material came out of the nozzle. This is attributed to inadequate cleaning. This medwatch is being submitted for the reportable issue of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material, was caused as the foreign material which was larger than the inner diameter of the air/water nozzle, and got into the air/water channel, which caused clogging. Olympus will continue to monitor field performance for this device.